Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) device. The test did not start after the blood sample was applied and the customer was unable to obtain glucose readings. No symptoms were reported. It was indicated that the customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.